Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of tip was chipped during surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the phacoemulsification tip was chipped during a procedure. The procedure was completed after removing the chipped tip from the eye. There was no harm to the patient. Additional information was requested; however, none has been received to date.